Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had a transmission with long charge alert for charge time limit reached. Capacitor charge time limit was reached.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
Additional information that the device was explanted and replaced. The procedure went well with no complications. The patient was good.